Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin. Net device transmission with multiple episodes of non-sustained right ventricular oversensing. Upon review, the episodes showed presence of low amplitude noise artifact on the ventricular sense amp channel. Programming changes were made. The patient was stable.